Event description:
The customer reported that insulin from the reservoir was found in the reservoir compartment. The customer also mentioned having issues with air bubbles around o-rings and on the top of the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.